Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported that prior to implant, a pacemaker presented in backup vvi mode during interrogation on (B)(6) 2021. The device was not used and there was no patient involvement.